Manufacturer narrative:
No device deficiency reported. Pulmonary vein stenosis is a known possible complication of catheter ablation for atrial fibrillation procedures documented in product labeling. This event was not reported at the time of occurrence.

Event description:
A report was received of pulmonary vein (pv) stenosis after a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation. Stenosis of the right superior pulmonary vein (rspv) of 80% to 90% was reported. The exact procedure date was not reported but was prior to (B)(6) 2020. Treatment by dilating the pv with a balloon was reported to be planned but no additional information on patient status could be obtained.